Event description:
It was reported that during implant when the lead was being sutured into place, it was noticed there was a disruption in the proximal lead insulation. It was indicated that the implanter prep instructions for the lead had been to use a scissors to cut the winged tabs off the suture sleeve and it was observed that a large bandage scissors were used rather than smaller curved ones. It appeared that the scissor tip may have cut the insulation. It was noted that lead testing was without event as the insulation breech was outside the implant area. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the outer insulation of the lead was extrinsically cut but not breached. It was noted that visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.